Event description:
It was reported that the pump shut off unexpectedly. Customer experienced an elevated blood glucose (bg) and subsequently went into diabetic ketoacidosis; bg value was not provided. Reportedly, the customer continued to use the pump for insulin therapy. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.